Event description:
Adverse event, product problem, disability or permanent damage. Dose or amount: denture cream; frequency: twice daily; route: oral. Dates of use: 2008. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced? No.